Event description:
It was reported, that the pump touch screen was unresponsive, the wake button was sticking, the battery gauge was fluctuating and that the cartridge was leaking from the unspecified location. Customer declined to troubleshoot the issue with tandem technical support. Therefore, the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.